Manufacturer narrative:
A philips remote service engineer (rse) interviewed the customer who reported the device had been sent to a 3rd party bench repair when the speaker malfunction was discovered. Diagnostic/functional testing was performed at the philips authorized repair facility. Results of the evaluation could not confirm the customer's alleged malfunction. The speaker produced audible sound. Based on the information available and the testing conducted, the cause of the reported problem was not confirmed. The reported problem was not confirmed. Although the speaker was confirmed to have sound, the speaker assembly was replaced per current process. The investigation concludes that no further action is required at this time. The investigation concludes that no further action is required.

Event description:
The customer reported a speaker malfunction and there was no sound at all coming from the device. It is unknown if the device was in use at time of event, and there was no adverse event reported.